Manufacturer narrative:
Image review: two fluoroscopic images of the implant procedure were provided for review. The patient summary was not provided for anatomical review. It was unclear if high-route access meant subclavian or trans-carotid access. Evolut is not ce approved for trans-carotid access. It is recommended by medtronic to use perimeter derived annulus diameter for valve selection. Using average annulus diameter instead can be misleading. One image clearly showed the valve infold reaching from the inflow all the way up to the outflow tract. Choosing to base the valve size selection on the average annulus diameter may have contributed to the choice of too large a valve. H owever, since this cannot be confirmed based on the provided information, no severe calcification was present and no other aggravating factors were reported / visible on the images (e.g. Misload during fluoroscopy valve load check, etc.), the root cause of the infold cannot be determined at this time. The implant team acted according to medtronic recommendation by replacing the evolut system with a new one. A prolongation of the anesthesia but no other adverse patient effects were reported. Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed the procedure was delayed as result of the need to load a new valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a high-route transcatheter heart valve procedure using a medtronic valve, the valve infolded during the second deployment attempt. It was reported the valve was properly loaded and was not infolded during the first deployment attempt. The high-route procedure was chosen due to unsuitable femoral arteries. The patient's annulus was measured with an average diameter of 27.2 millimeters, with a left ventricular outflow tract of 27 millimeters. There were no severe calcifications in the annulus, and the high route was favorable without calcifications or tortuosity. The valve was recaptured and removed. A new 34 millimeter medtronic valve was implanted. It was reported the patient was under general anesthesia longer. No patient complications have been reported as a result of this event. Additional information confirmed the procedure was delayed as result of the need to load a new valve. Additional information was received that the valve was recaptured because it was positioned too low.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012421125); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0012395504); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a high-route transcatheter heart valve procedure using a medtronic valve, the valve infolded during the second deployment attempt. It was reported the valve was properly loaded and was not infolded during the first deployment attempt. The high-route procedure was chosen due to unsuitable femoral arteries. The patient's annulus was measured with an average diameter of 27.2 millimeters, with a left ventricular outflow tract of 27 millimeters. There were no severe calcifications in the annulus, and the high route was favorable without calcifications or tortuosity. The valve was recaptured and removed. A new 34 millimeter medtronic valve was implanted. It was reported the patient was under general anesthesia longer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.